Event description:
The customer reported erroneously low thyroid-stimulating hormone (tsh) results, for nine patients, involving unicel dxc 600i synchron access clinical system. Quality control (qc) was within specification for all levels. The customer attempted to recalibrate the assay, and it failed due to no value on all levels. Beckman coulter customer technical service (cts) performed troubleshooting with the customer and discovered the tsh reagent pack was in the incorrect position. Beckman coulter cts guided the customer through verifying the correct onboard reagent inventory with the reagent carousel. The customer retested all patient samples referencing back to the last acceptable quality control (qc). The laboratory data, received from the customer, indicated four retested patient samples were below the normal reference interval. None of the erroneous results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance.